Event description:
It was reported that the burr became stuck on the sheath. The target lesion was located in the left superficial femoral artery. A 2.25mm peripheral rotalink plus was selected for use. During procedure, the burr became stuck on a 7f sheath. The device was pulled out from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.